Event description:
It was reported that during a routine check performed by the customer the system 98xt had an electrical test failure #50 when powered on. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and advised that the motor control board was defective and needs to be replaced. Also, found that the helium cylinder empties quickly and needs the regulator replaced. The unit is on standby, and the quote for the repair has been sent to the customer. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The customer refused to purchase the required part from getinge. The customer had informed the fse via the telephone that they have repaired the unit and passed all functional tests, and refused to share details of how the repair was conducted. Hence no report was shared between customer company. The service order was closed by the fse. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional info: e1 (event site state: (B)(6)). A getinge field service engineer (fse) evaluated the system 98xt, and fse cross-checked the motor control board with the working unit and found the motor control board defective. The motor control board needs to be replaced. Also, the helium tank was found emptying quickly, and there was a problem with the regulator. The regulator needs to be replaced. The unit was kept on standby. Additional information was requested from the customer regarding the repair and status of the system 98xt. Fse informed us that the customer refused to purchase the required part from the company; the customer informed us over the telephone that they had repaired the unit, all functional and safety checks to meet factory specifications were performed, and all passed. The system 98xt was then cleared for clinical service. But they refused to share details of how the repair was conducted. H3 other text : parts replaced by customer.

Event description:
N/a.